Event description:
The customer reported that following an ep study and ablation for wpw syndrome in 2002 a vasoseal es was deployed. At the time of deployment three 6 fr. Venous sheaths and a 7 fr arterial sheath was placed in the right femoral artery. The patient was discharged home the same day. Two days later the patient was admitted for cramping of the right calf and an inability to walk without pain. The patient was taken to interventional radiology for an abdominal aortagram. The patient had thrombus occlusion of the posterior tibial. A tpa and heparin drip were started. The following day the patient was taken back to interventional radiology for a runoff. The clot was not resolving and tpa and heparin were continued. A vascular surgeon was consulted and the surgeon noted that there was a thrombus below the tibial peroneal trunk. The following day the patient developed a hematoma in the right groin. Tpa was discontinued due to the hematoma. The patient was taken to surgery for a right femoral thrombectomy and right femoral pseudoaneurysm repair, and right popliteal-tibial thrombectomy. The cardiologist noted that one large clot was retrieved from the common femoral artery and a well organized clot was removed from the anterior tibial. Neither the chart nor surgical notes mentioned collagen or vasoseal as the cause of the occlusion. The patient was discharged home on coumadin therapy in august, 2002. At the time of this report datascope has been unable to verify that vasoseal es was actually used in this case.